Event description:
Event description guidant received information that following the implant procedure, this pacemaker and lead system exhibited possible oversensing and loss of capture. The patient's rate was reported in the 40's with many atrial tachycardia rhythms in the counters, however nothing in the arrhythmia logbook. No adverse patient effects were reported.